Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the ti power port products that are cleared in the us. The product classification code for the ti power port product is identified. The lot number for the malfunction was not provided and a lot history review will not be performed. The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fluid leak and obstruction of flow. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) male was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fluid leak and obstruction of flow. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 66 year old male was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ti power port products that are cleared in the us. The product classification code for the ti power port product is identified in d2. H10: the lot number for the malfunction was not provided and a lot history review will not be performed. The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The evaluation identified for leak and obstruction of flow. A definitive root cause could not be determined. The device is labeled for single use. H10: g4 h11: g1, h6(results and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fluid leak and obstruction of flow. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 66 year old male was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ti power port products that are cleared in the us. The product classification code for the ti power port product is identified in d2. H10: the lot number for the malfunction was not provided and a lot history review will not be performed. The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The investigation is confirmed for leak, unable to aspirate and infuse, longitudinal split. A definitive root cause could not be determined. The device is labeled for single use. H10: g4, h6 (device, method, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.